Event description:
The customer stated that he has had low blood glucose levels for the past two days. The customer then stated that she was recently hospitalized with a high blood glucose reading of 251 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.